Manufacturer narrative:
Investigation summary: investigation into this event found that the biased results were limited to samples from this pt, and that the biased results were obtained on two different analyzers. Qc results were acceptable. Information provided on medications taken did not reveal any known interfering substances. No add'l info has been provided from the customer after multiple attempts to obtain it. At this time, the root cause is unable to be determined.

Event description:
A customer observed biased phyt results from multiple samples from one pt. Biased results were reproted to the physician, who questioned them. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There are no report of pt harm as a result of this event.